Event description:
Boston scientific crm received info that this lead was exhibiting elevated thresholds despite normal impedance and sensing. The physician elected to explant and replace this lead. There were no pt symptoms reported.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or mfg problem.